Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went from 129 mg/dl to 469 mg/dl. The customer felt his throat and chest burning. He treated his high blood glucose level with the insulin pump and manual injection. Two small air bubbles were found in the tubing and a lot of air bubbles were found in the reservoir. The device was not returned.